Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, a cuff miss occurred. A second proglide device was used and strong resistance was felt while advancing the sheath into the tissue tract. A third proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information indicated that during the use of the second proglide device, after strong resistance was felt while advancing the sheath into the tissue tract the device was deployed; however, hemostasis was not achieved. A third proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Reportedly, the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve hemostasis was confirmed. The reported resistance felt during insertion of the device was not confirmed and could not be replicated in a testing environment. The resistance was likely based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to achieve hemostasis and difficult to insert the device into the anatomy reported for this lot. Reportedly, the device continued to be used after resistance was felt. The instructions for use (IFU), under precautions, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The IFU also states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. There is no indication of a product quality issue with respect to manufacture, design or labeling.